Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
PICC removed for unk reason. They did a chest x-ray and confirmed that a 5 inch piece of catheter was left in the shoulder. They were able to remove the piece.